Event description:
Same case as: 2134265-2009-05286. It was reported that during a coronary stenting treatment procedure, the stent dislodged from delivery balloon. The complex, heavily calcified, de novo target lesion was located in the moderately tortuous proximal right coronary artery (rca). The lesion was approximately 28mm in length and the vessel was 3.75-4.0mm in diameter. The area was pre-dilated with a maverick2 1.5x15mm balloon catheter. Then the physician attempted to advance a liberte' monorail coronary stent delivery system 3.5x12mm to the target lesion and experienced difficulty crossing the lesion. The stent delivery device was withdrawn from the patient and it was noted the stent moved entirely off the delivery balloon, but still remained on the delivery system. The balloon was not ever inflated. Next the physician attempted to advance a liberte' monorail coronary stent delivery system 4.0x12mm to the target lesion and again experienced difficulty crossing. The stent delivery device was withdrawn from the patient and it was again noted the stent moved entirely off the delivery balloon, but still remained on the delivery system. The balloon was not ever inflated. No unusually high forces were used when preparing the devices from the package or during the delivery attempt. Both stents were also successfully removed from the patient still on the delivery system. The procedure was then successfully completed with a liberte' monorail coronary stent delivery system 4.0x20mm. No patient complications occurred and the patient condition is noted as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).